Event description:
It was reported that a pta balloon ruptured during the 2nd inflation with a 3cc syringe. During withdrawal through the sheath, approximately half of the pta balloon detached from the rest of the catheter, remaining within the patient. Reportedly, a snare was used to successfully retrieve the detached component and withdraw it from the patient through the sheath in its entirety. Reportedly, the patient had a muscle spasm at the site of the outflow vein, which may have impacted the physician's ability to remove the pta balloon catheter. Another pta balloon dilatation catheter was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.